Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product" and double capsule. And later reported via nbir "contracture/textured", baker grade unknown. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown. Lab analysis: visual analysis of the returned device identified: weight to the spec, yellow biological tissue in the surface of the shell. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product" and double capsule. And later reported via nbir "contracture/textured", baker grade unknown. This record is for the right side. Device was explanted.

Manufacturer narrative:
Lab analysis: the device related to the reported events double capsule, capsular contracture and anxiety - product/ procedure was received on november 23, 2021 with lot number 1770888. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - double capsule: unable to observe through visual inspection as it is a physiological phenomenon. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.